Event description:
It was reported that during the implant procedure, the capture threshold of the lead was high after multiple attempts to place the lead in the right atrium. The physician felt the helix mechanism "didn't feel right". A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.